Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation abrasion was noted during generator change out. Abrasion was found near yolk. The physician elected to repair abrasion. Lead tested normal, no externalized conductors were observed. The patient is doing fine.